Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations. The patient reported that their ins may have died because they were not feeling stimulation. The patient reported that they had a CT scan the day before and had forgotten to turn the stimulation off. The CT scan had been due to swelling and redness in the legs. The patient checked the ins with the patient programmer (pp) and it showed that the stimulation was turned off. The patient turned the ins on and was able to feel the stimulation. The patient also reported that they had forgotten to turn the stimulation off before an EKG and the ins had interfered with the EKG. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient had a shot in their back for pain. No further complications were reported.